Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the keyboard keys were not working. The technical support specialist stated the issue was resolved and the field service engineer verified the issue. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis anesthesia system (pas) keyboard keys were not working. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.